Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensed noise on both the right atrial (ra) and right ventricular (rv) channels, which was believed to be caused by electromagnetic interference (emi). As a result, there was an inappropriate stored episode of non-sustained ventricular tachycardia (nsvt) and an inappropriate episode in which signal artifact monitor (sam) was disabled. Technical services (ts) noted that sam and minute ventilation (mv) were reenabled. No adverse patient effects were reported. This pacemaker remains in service.